Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose level of 500 mg/dl. The customer¿s blood glucose was 400 mg/dl at the time of call. The customer was in emergency room as a result of high blood glucose. The customer's mother reported that they treated the high blood glucose with insulin pump. Customer was wearing the insulin pump at time of hospitalization. The drive support cap was normal. The customer's mother stated that they were no air bubbles. The customer's mother declined to complete troubleshooting. The insulin pump will not be returned for analysis.